Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piece was missing at the reservoir compartment . The customer blood glucose level was unknown at the time of incident. The customer stated that the reservoir was not able to lock in place when inserted into insulin pump. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.